Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2011-00019.

Event description:
The customer reported that he was hospitalized for high blood glucose levels over the weekend, with a reading of 800 mg/dl. The customer was unable to troubleshoot as he was on his way to the hospital again, due to the same issue. The customer stated that he had been having issues with insulin leaking from the quick release on the infusion sets. The customer requested to have all of his supplies replaced as well as the insulin pump. Nothing further was reported.